Event description:
The complaint has reported that a patient (age and gender unknown) underwent a therapeutic airway biopsy procedure for diagnosis. The transbronchial aspiration needle broke and had to be removed from the patient. The airway biopsy was completed with another of the same device. The procedure was completed successfully. The patient condition is noted as fine.